Event description:
Livanova received a report about pump stall. No patient involvement reported

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in USA. A livanova field service representative was dispatched to the facility to investigate and the reported issue could not be able to reproduce the error code. . However, the motor end-stage board and the motor control board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Customer information has been included in the dedicated e section as well as manufacturing date of device. H.10: both replaced boards were inspected and no visible defects could be found. Based on investigation finding the most likely root cause of the reported issue was a intermittent failure of the motor control board.

Event description:
See initial report.